Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged: persistent severe pain and discomfort in his hip, groin and thigh, which has increased over time; sensation of misalignment, weakness, decreased range of motion, and difficulty standing after being seated. Patient's hip pops clicks and catches. Patient suffers from highly elevated if not toxic, levels of cobalt and chromium metal ions in his blood stream. He is also suffering loss of muscle mass and deterioration of the soft tissue in his hip. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and metal debris.

Event description:
Litigation papers alleged: persistent severe pain and discomfort in his hip, groin and thigh, which has increased over time; sensation of misalignment, weakness, decreased range of motion, and difficulty standing after being seated. Patients hip pops clicks and catches. Patient suffers from highly elevated if not toxic, levels of cobalt and chromium metal ions in his blood stream. He is also suffering loss of muscle mass and deterioration of the soft tissue in his hip.